Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The generator was installed onto a known good system and powered on with no issues. The generator passed system drive testing. Verified both monopolar ports are no lose and functions normal. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the vessel sealer extend instrument with an alleged issue to perform failure analysis. Isi did receive the iesu generator involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in after the case to report that the surgeon complained about the energy delivery for the vessel sealer extend (vse) instrument seal function was delayed. The surgeon stated that the energy tone was immediately but the energy to instrument was delayed. The surgeon stated that it had been an ongoing issue with this system. It was noted the surgeon primarily used the vse instrument in arm 4. The surgeon stated all other energy for bipolar and monopolar for other instruments had no delay. The procedure was completed with no reported injury. Isi obtained the following information: the vessel sealer instrument worked during the entire case, but the issue happened 2-4 times. The vessel sealer would not seal, issue did not involve delayed sealing but involved insufficient sealing such as partial cauterization or adequately. The cut function did not work but sealing worked as expected. No errors audio or visual on console or monitor. No sounds during use. No tissue was cut that was not fully sealed. No bleeding. The surgeon reapplied the vessel sealer and it reactivated when reopening and closing the jaws. This is on ongoing issue and the hospital stated they discarded it.